Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a telemetry anomaly. The programmer was reset, and the device was interrogated successfully. The patient was stable.